Event description:
Information received by medtronic indicated that the customer reported the ump had stopped to work and stuck on the rewind process and also received a pump error 43 and stated that the pump was exposed to a high magnetic environment. No harm requiring medical intervention was reported. Troubleshooting was performed and confirmed that the customer successfully cleared the alarms and completed the pump rewind process. The insulin pump will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged pump error 43, rewind anomaly, and exposure to magnetic field or MRI found on (B)(6) 2022. Pump error 38 occurred during rewind. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Pump failed rewind test due to pump error 38. Pump passed self test. Successfully downloaded history files and traces using thus. Pump error 43 was found in the history files on (B)(6) 2023 at 12:05:32.00 due to blank. Pump error 38 was found in the history files on (B)(6) 2023 at 12:31:08.00 due to blank. Pump was cut open to perform visual inspection and found dried insulin on the motor slide, a corroded home switch, and moisture on pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, label damage (faded), minor scratched lcd window. Pump error 43 confirmed in the history files due to moisture damage on the motor. Pump error 38 confirmed during testing due to dried insulin in the motor slide, a corroded home switch, and moisture damage on the motor. Rewind anomaly confirmed to be pump error 38. Unable to confirm exposure to magnetic fields or MRI. Cosmetic damage confirmed on the battery cap contact during analysis. Pump failed rewind test due to dried insulin in the motor slide and a corroded home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.